Event description:
Pt's husband reported she was admitted to the hosp in the intensive care unit due to ketoacidosis on yesterday evening of (B)(6) 2012. Husband stated the pt was transferred to a regular unit of the hospital today and is stable condition. No blood glucose level results were provided. Pt's normal blood glucose level was not provided. Treatment received was not provided. Husband reported he thinks something was wrong with the infusion device. No further info is available. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.